Manufacturer narrative:
The display was blank due to a faulty capacitor on the interface board.

Event description:
It was reported that the insulin pump was dropped on the floor. Afterwards, the display on the insulin pump went blank. Nothing further was reported.